Event description:
It was reported that there was a gap between the transfer set and the port of the bag after they were connected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The transfer set was returned and analyzed. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional testing were all performed with no issues noted. The spike diameter measured within allowable specification limitations. The reported connection issue was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up medwatch will be submitted.